Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unit was received with faded serial number label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the serial number was rubbed off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.